Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to flattened express button, act button, esc button and up arrow button dome switches. No cosmetic damage was noted. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 85 mg/dl. The customer stated that she was trying to do a bolus and received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.